Event description:
The hosp rep reported an infusion pump with a 550 failure code which was observed during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding medication involved, tubing product code, infusion rate or set up of the infusion device. Additiional contact info was requested but no additional contact was provided.